Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that instrument broke when scrub tech took a mallet to it to try and snap it into dog bone.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that instrument broke when scrub tech took a mallet to it to try and snap it into dog bone. The device associated with this report was returned to depuy synthes for evaluation. Visual investigation of the returned device found that the attune cr flexion base was broken, the broken fragment was not returned. Confirming the reported allegation. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces like usage of excessive force while trialing. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the attune cr flexion base would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.